Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of chronic inflammation, swollen, red, hot, and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported that after injection in the cheeks with juvederm voluma, the patient experienced "chronic inflammation" at the left cheek injection site. The patient was prescribed wydase and levaquin; symptoms resolved. Subsequently the patient developed a swollen, red, hot, nodule at the left cheek injection site, and was prescribed additional wydase.